Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient had a previous hospitalization in which they were diagnosed with dural venous sinus thrombus (dvst) related to the infarct (addressed under MFR # 2916596-2021-04828). Manufacturer's investigation conclusion: a specific cause for the reported syncope, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The heartmate 3 lvas instructions for use (IFU) contains a list of adverse events that may be associated with the use of the heartmate 3 lvas, including other neurological events (not-stroke related). Additionally, this IFU includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C contains a list of adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 ¿introduction¿ lists other neurological events (not stroke-related) as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 "patient care and management" (under "ongoing patient assessment and care") includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the clinical study patient was transferred from a community hospital to emory on (B)(6) 2021 after experiencing syncope. The patient lost consciousness and fell, and was then shaken awake by their caregiver. The patient was able to recall the fall. Emergency services were called and no obvious injuries were found. A computed tomography angiography done twice found a sub-acute/chronic infarct which had no acute changes. During the patient's last hospitalization (manufacturer report: 2916596-2021-04828), they were diagnosed with dural venous sinus thrombosis (dvst). A seizure had been considered but not confirmed. Anticoagulation was continued from (B)(6) 2021 to (B)(6) 2021 with no further syncope. The implantable cardioverter-defibrillator (ICD) interrogation was unremarkable. The ventricular assist device (vad) interrogation found no alarms. Suspicions for a psychosomatic case were raised. Meclozome was given three times a day. On (B)(6) 2021, an electro-encephalogram (eeg) was done. It was reported on 30aug2021 that the patient's eeg findings were normal. On (B)(6) 2021, neurology recommended vestibular rehabilitation for the patient, and the patient was discharged home.